Event description:
Limited information provided. The customer reports a dinamap pro 100 spontaneously burned up from the bottom. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.